Event description:
Customer reported that, during a case, the ventilator screen went blank and the ventilator stopped. The customer reportedly reset power, and the ventilator started working again. The reported occurrence happened again and the customer reset power and finished the case with no further reported problem. There was no reported patient injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.